Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the suction irrigator instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found the primary failure of snake wrist dislodged to be related to the customer reported complaint. The instrument was found to have a broken snake wrist cables at the distal end causing the distal tip to be dislodged. As a result, of the distal tip being dislodged the main tube and hypotubes were also dislodged. An additional finding related to the customer reported complaint was also identified. The instrument was found to have a bent inner tube. The root cause of this failure is attributed to user mishandling/misuse. The complaint regarding the ¿joint that articulates at the distal tip of the 8mm suction irrigator instrument was misaligned¿ was confirmed by failure analysis, which indicated that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the joint that articulates at the distal tip of the 8mm suction irrigator instrument was misaligned and the instrument would not come back out of the trocar. The instrument would get stuck on the lip of the cannula. The cannula and arm had to be removed together. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter indicated that the instrument was inspected prior to use, and no damage was noted. The reason instrument and cannula were removed together was because the wrist could not be straightened due to physical damage (e.g., broken main tube). Prior to attempting to remove instrument, the instrument jaws were not stuck in a closed position. The port incision was not increased to remove the instrument and cannula together. The incident did not involve a fragment falling inside patient anatomy. The instrument did not collide with any other instrument or tool during procedure. The instrument was already returned to isi for evaluation. A photographic image of the instrument was sent to isi for review. There was no injury /harm to the patient. An x-ray test was performed to check for potential fragments and confirmed no fragments fell inside the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation is in progress to determine the cause of this reported event. Isi has requested for return of the instrument for failure analysis evaluation. However, as of the date of this report, the instrument has not been received. A review of the provided image was performed by an isi clinical development engineer (cde). The following additional information was provided: "the images provided confirmed that the suction irrigator has a cable break at the wrist." The root cause of customer reported failure mode could not be determined based on the review of the image alone. This complaint is being reported based on the following conclusion: during a da vinci-assisted surgical procedure, the suction irrigator instrument could not be removed from the cannula due to physical damage. The instrument and cannula had to be removed together. It is unknown if any instrument fragment fell inside the patient although a post-operative x-ray was performed and no foreign bodies were detected.